Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
The customer reported that the channel to the immediate right of the pcu spontaneously alarmed for an unspecified channel failure. The device was infusing propofol and was not being touched when the alarm occurred. There were three other channels connected to the pcu at the time. The system was shut down and sequestered with all lines in. There was no report of any patient harm. Biomed replaced the iui connectors which were reported to be "defective" with no details of the defect provided.